Manufacturer narrative:
(B)(4). The actual device involved has been received for evaluation and the investigation is ongoing at this time. A follow up report will be provided when the examination results are available. (B)(4).

Event description:
As reported by the user facility: customer reports: nurse noted pump running, but bag not dripping, 1 hour into infusion the bag volume remained near full. No patient injury.